Event description:
It was reported that an occlusion issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set and resumed insulin.